Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). H3: product 97755, serial #: (B)(4) was returned for product analysis. Analysis of the device found a recharger telemetry module (rtm) failure. The final test low reading was 0. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt), regarding an external device. The reason for call, was patient reported a week and half ago they are having difficulty charging the implantable neurostimulator (ins). They are getting the passive recharge screen. But passive recharge does not advance to the normal recharging screen. Controller shows ins 60%, controller 50% charged. Patient service (ps) asked, patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Patient stated, the paddle gets warm and there is no visible damage on the rtm. Ps reviewed, the meaning of passive recharge. The issue was not resolved. An email was sent to the repair department to replace the rtm device.